Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2018 with the following findings: the battery compartment was found to be cracked. The pump powered on to a blank display screen. Moisture corrosion was found on the internal components of the pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.